Event description:
A consumer reported that their diamondclean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event is approximate. The complaint was received from a consumer in australia.

Event description:
Product was returned for investigation and confirmed a product malfunction occurred. The cause of the customer's complaint is a failed shaft press fit.

Manufacturer narrative:
Product was returned for investigation and confirmed a product malfunction occurred. The cause of the customer's complaint is a failed shaft press fit.